Manufacturer narrative:
The implant date of (B)(6) 2012 was recorded.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to fluid loss. Fluid loss from a hole near the pump prevented the ipp from inflating. It was further reported that the replacement ipp was tested and implanted without any patient complication. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the explanted ipp was implanted on (B)(6) 2012.

Manufacturer narrative:
The implant date of (B)(6) 2012, is an approximate date (only the month and year are known).

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to fluid loss. Fluid loss from a hole near the pump prevented the ipp from inflating. It was further reported that the replacement ipp was tested and implanted without any patient complication. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.